Manufacturer narrative:
Concomitant medical products: product ID 3037, (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the sudden pain in the vaginal area was due to the patient having the stimulator turned up too much because they didn't think it was working. The pain was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient called in today to increase stimulation and they suddenly noticed that their left leg started to hurt, and they felt pain in the vaginal area. Patient then wanted to decrease stimulation to what it was previously. It was confirmed that therapy was on using the patient's programmer (pp), patient decreased amplitude and the uncomfortable stimulation was eliminated. Patient decrease stimulation to what it was before they had increased on the day of the report and stated that it was comfortable. Patient said they would monitor their symptoms. No further patient complications were reported / anticipated as a result of that event.

Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient did not think their controller and device were working. Patient was seeing the 'sync now' screen on the programmer. Patient noted they had a return of their target retention symptoms and that they were not going to the bathroom like they should be. Patient synced with their ins without difficulty and confirmed their stimulation was on program 2 at 1.1v. Patient increased amplitude to 1.2v and was feeling therapy in the target location. No further complications were reported.